Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was present in the pump history. There was no reported adverse impact. The customer attempted to resolve the issue by using a computer usb port and a car adapter, but the problem persisted. Technical support instructed the customer to plug the charging cable into a wall outlet known to work and wait for at least 30 consecutive minutes to see if the pump would begin charging. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.